Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following was found during investigation: -periphery of the round light guide lens turned brown. -from the above condition, periphery of the light guide lens hole in the stainless distal end of the device body was found to be discoloring. -a little too much application of glue was evident on the periphery of the light guide lens. -glued areas around the objective lens and light guide lens were found glossy. Based on the results of the investigation, it is likely that the light guide lens glue on the distal end of the device was corroded and discolored due to aged deterioration of the device. Unevenness of adhesive on the distal end was likely caused by third party repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, there was a yellow dirt or stain inside the light guide lens due to a gap in the adhesive on the distal end of the device. The reported issue was confirmed during testing. The forceps elevator wire was completely cut off due to handling. In addition, the objective lens was scratched due to handling, the adhesive on the bending section cover was detached, the connecting tube was scratched and buckled due to handling, the universal cord was scratched due to handling, angulation in the down and right directions did not meet standard value and the play in the angulation knob was out of specification due to wear of the angle wire, the forceps raising angle did not meet standard due to the forceps wire being cut, the distal end was scratched due to handling, the adhesive around the light guide lens was worn due to handling, and the light guide lens was scratched due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, the forceps elevator was torn off. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was a yellow dirt or stain inside the light guide lens. This report is being submitted for the malfunction found during evaluation (dirt or stain inside lens). There was no procedural impact or patient harm associated with the event.